Manufacturer narrative:
H3: device evaluated summary- visual and optical examination confirmed approximately 2 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for kypho sis. It was reported that the tip of the driver was broken when mrc was removed, and no fragments were left inside the patient. The procedure involved in the event was posterior fusion and levels implanted was t5-s2ai. There was patient involved in the event and no further complications or symptoms were reported. When an attempt was made to remove the set screw of the mrc that had already been implanted (side open / closed type, rod diameter 5.5mm / 5.5mm) using an obturator, the tip of the obturator broke. Counter was applied with a rod gripper. In addition, after that, there had an opportunity to remove the mrc (side open / closed type, rod diameter 5.5mm / 5.5mm) newly placed in the reported operation during the operation. (Position adjustment, etc.) They used another t25 size driver because the reported obturator broke and could not be used, but the set screw couldn't be removed. Additional information was received via manufacturer representative that there is no malfunction associated with msb_unk_solera. All the reported products came in contact with the patient. The reset screw of this connector was too stiff and could not be removed.